Manufacturer narrative:
The customer reported that the AED battery pack will not stay in the unit and the asi is flashing red. The maintenance schedule is reported as daily. Communication with the customer: asked the customer to insert the battery pack with some force, but the battery pack still will not stay in the unit. Advised the customer to replace the AED and the battery pack. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED will not stay in the unit asi is flashing red. The customer did not report that this event occurred during patient use.